Event description:
The customer reported that while reprocessing his olympus 4k camera head, an e224 scope communication error began to display. This event had no patient involvement.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a faulty cable was confirmed. Therefore, it was determined that the reported phenomenon, ¿e224 (scope communication error)¿, occurred because the video function did not work properly due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.